Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that : the service declares that three identical incidents occurred on three different patients, observed by three different paramedical personnel, at the level of the entry route of the dialysis set. It was noted the unscrewing between the dialysis catheter and the dialysis set, at the level of the screw closest to the patient (entry port). For each of the three incidents, it had no direct consequence; however, air entered the dialysis set which caused the dialysis to be stopped. The recovery of the blood volume was impossible. The risk of gas embolism is major, as well as significant blood loss from the catheter. The offending devices were not kept at the service level. Also the references of the catheters and the lot numbers (dialysis catheter) are not identified. This report addresses the second catheter/patient.